Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio issue. The blood glucose level was 106 mg/dl at the time of incident. Customer was assisted with audio test and test did not passed. The insulin pump will be returned for analysis.